Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member concerning patient with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported patient had not used stimulation or charged stimulation device for years because it was not helping her. The patient wanted to have the therapy removed. The caller stated that most of the time stimulation was too low to help with the pain and sometimes it would be just right and then stimulation would increase on its own and patient would have to decrease stimulation. No further complications were reported/anticipated.